Event description:
It was reported that the customer experienced high blood glucose levels due to a bent infusion set cannula. The blood glucose reading was 457 mg/dl. The customer was advised to change the infusion set and to return it for analysis if possible. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.